Event description:
Through journal article "breast implant removal-only: the role of targeted compression", the author reports patients experiencing dissatisfaction, rupture, seroma, capsular contracture, baker grades iii-IV, mastodynia, and breast implant illness (bii) concern. The devices have been explanted.

Manufacturer narrative:
Article citation: (B)(6). Breast implant removal-only: the role of targeted compression. Aesthetic plastic surgery (springer).(B)(6) 2024 ; 1-10. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; seroma; capsular contracture, baker grades iii/IV